Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, pain, appropriate term/code not available varied injuries, and chest pain.

Event description:
Consumer reported "pain and implant removal from textured to smooth". Later legal reported "concave depression in my chest with little tissue/muscle", "back pain", "excessive scar tissue", "this whole incident has caused me much worry". This record is for right side. The device was explanted.